Manufacturer narrative:
The log file of the affected device was analysed regarding the reported event. Based on the analysis of the log file the reported event could be confirmed. The log file analysis revealed that the cockpit performed a restart on the (B)(6) at 08:32 am for unknown reasons. The ventilation was not affected by that issue and was being continued as set. The log file gave no indication for a persistent hardware malfunction of the cockpit. The software has been reloaded and the device was confirmed to be operating as per manufacture¿s specification. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects a deviation concerning the cockpit, a restart of the cockpit will be triggered in order to reset the micro processing system to a specified state. The ventilation will not be affected by a restarting cockpit and will be continued as set. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental oled-display wherein the user can see the on-going ventilation. Monitoring functions and the user interface of the cockpit are not available during the restart. After successful completion of the cockpit restart, the system will post the alarm message ¿cockpit restarted¿ with accompanying audible alarm tone. In the current event, the device reacted as specified and generated corresponding alarm messages to alert the user of the situation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the cockpit of the device rebooted during use. There were no health consequences for the patient reported.